Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced oozing at the access site which required frequent dressing changes. No further complications were reported. The patient's health declined and a decision to withdraw care was made. The patient expired.

Manufacturer narrative:
The cause of the bleeding and cardiovascular insufficiency was not determined since product was not returned and insufficient clinical details provided. The device passed all the post sterile inspection checks.